Manufacturer narrative:
The customer reported bezel post recall was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process. The proximate cause was of the bezel post recall was identified by the service depot and was found to be recall affected, the bezel was replaced. Service determined the proximate cause of the ail replacement was the result of failing calibration due to an electrical failure. Service determined the proximate cause of the male and female iui replacement was the result of contamination due to wear.

Event description:
It was reported that the lvp components were damaged.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported bezel post recall was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.